Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited episodes of rv lead noise observed on a competitor lead. Secure sense was on and properly detected as lead noise and did not deliver therapy. Physician opted to make programming changes. Patient will be monitored. No further information available.